Manufacturer narrative:
D3, d10, g4, h2, h3 and h10. The device intended for use in treatment has been returned and evaluated. A functional inspection found this was not the cause and that the battery required replacement. The functional evaluation has established a relationship between the reported failure and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution and after a service repair in 2016. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. The lithium ion re chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure can occur when it has reached its life expectancy. Or alternatively it can be caused by physical damage to the battery cells or individual component failure. The investigation into your complaints is now completed and recorded as a battery failure with no further actions deemed necessary in relation to this complaint.

Event description:
It was reported that the battery was not holding charge correctly - after full charge, it was only showing 71% and shows 23% when it's been drained. No patient impact reported.